Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day after an implant, the right ventricular (rv) lead was found to have elevated thresholds, no capture, and normal impedances. Reportedly nothing showed in fluoroscopy or in the echocardiogram. However, the rv lead was dislodged and was confirmed in surgery, when the physician was pulling the lead back for repositioning. The lead was successfully repositioned without further issues. A small perforation in the rv wall was also found. No further information is available and no additional adverse patient effects were reported.